Event description:
Tech alleged that the head of the bed will not raise. The head up function does not work manually or electrically. No pt impact reported.

Manufacturer narrative:
Tech found the battery led is on and after troubleshooting determined the issue to be a faulty valve guide tube. The tech replaced the head up valve guide tube to resolve the issue.